Event description:
Device was used during an lavh. The device broke on the 5th firing. The device closed normally. The surgeon met resistance when attempting to fire and a "snap" was heard. The instrument did not cut or staple. Another device was opened to complete the case and worked fine. There was no consequence to the pt.